Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4689 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4689 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of past tobacco smoking, oral surgery, appendectomy, postoperative vomiting, postoperative nausea, gastroesophageal reflux disease, salpingectomy, ectopic pregnancy, abortion, preterm labor, parity 3, multi gravida, rotator cuff tendinitis, glaucoma, acute atopic conjunctivitis, and hypertension. The patient had a family history of heart failure, hepatic cancer, stomach cancer and pulmonary embolism. Concurrent conditions were listed as pelvic pain, diabetes, pelvic pain female, dysmenorrhea, menorrhagia and uterine fibroids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4689 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy laparoscopic robotic assisted with left salpingectomy (left) cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted in essure removal date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2021: 12-week size uterus with large (6-7 cm) intramural fundal. Fibroid. Surgically absent right tube and ovary. An essure implant was protruding from the right uterine cornual tubal stump. Normal left tube with probable essure implant in the cornual section. Normal left ovary. Filmy omental adhesions to the left lower anterior abdominal wall. Normal bladder and patent ureters at cystoscopy. [Pathology test] on (B)(6) 2021: diagnosis: a: uterus with cervix and left fallopian tube, laparoscopic robotic-assisted hysterectomy and left. Salpingectomy: cervix-mild chronic cystic cervicitis, endometrium-proliferative phase with mild disordered features, negative for hyperplasia and carcinoma, myometrium-benign leiomyomata, left fallopian tube paratubal cyst formation. Clinical history: fibroids, menorrhagia with regular cycle, intramural leiomyoma of uterus procedure xi hysterectomy laparoscopic robotic assisted with left salpingectomy, cysto specimen(s) received: a: uterus, cervix, left tube. Gross description: a portion of coiled wire is exposed at the right cornu that is consistent with an essure wire. The fallopian tube measures 5.5 cm length 0.8 cm in diameter clear fluid-filled cyst is attached to the fimbriated end measuring 0.5 cm and an essure wire is within the lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. Lab data with surgical pathology report added. Medical history & concomitant conditions were added. Additional reporter added. Essure removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.